Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. Following the deployment, the pt experienced absent pulses in the affected leg. An occlusion was confirmed and treatment consisted of surgical intervention and anticoagulation therapy. The treatment was successful and the event was resolved with no further complications reported.